Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-23955. It was reported that possible infection or allergic issue was observed at the lumbar lead site. Lead and anchor were explanted. A small amount of puss was observed at the epidural and anchor site. There were no complications during the procedure. Patient was stable.